Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and heavily calcified circumflex artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during advancement, the shaft kinked and then snapped about 20cm from the hub. All pieces were easily removed out of the guide catheter and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was tightly folded with numerous kinks in the hypo. Microscopic and tactile inspection revealed a fracture/break in the hypotube 21 cm from the strain relief. Inspection of the remainder of the device revealed no additional damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the severely tortuous and heavily calcified circumflex artery. A 2.75mm x 12mm nc emerge® balloon catheter was advanced for dilatation. However, during advancement, the shaft kinked and then snapped about 20cm from the hub. All pieces were easily removed out of the guide catheter and the procedure was completed with another of the same device. No patient complications were reported.